Event description:
It was reported that a battery malfunction occurred on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.